Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown) the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the device being unable to capture the patient?s heart rhythm was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log shows an occurrence of a "pd core warning 247" message which indicates a valid impedance was not detected while pacing was activated. The clinical data was not available for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.